Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture grade unknown.

Event description:
Healthcare professional reported via regulatory agency, rupture with intracapsular silicone diffusion, capsular contracture (baker grade unspecified). This record is for the left side. Device was explanted and is unknown if it was replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 1853169. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a0412 material rupture). Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2a, d2b, d3, d4, d6a, g1, g4, h4, h6.

Event description:
Healthcare professional later reported left side capsular contracture baker grade I. Device was explanted and replaced with a non-abbvie device.